Manufacturer narrative:
An event regarding a hair in the inner blister pack involving a trident liner was reported. The event was confirmed. Device evaluation and results: the device and packaging materials were received and visual inspection confirmed the event. Medical records received and evaluation: not performed as it was reported that there were no adverse consequences nor medical intervention. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. The investigation concluded the returned packaging to be nonconforming. Visual inspection of the returned product confirmed a small brown hair inside of the inner pack.

Event description:
It was reported that scrub tech opened inner sterile package found a hair inside the liner. Waited for a new liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that scrub tech opened inner sterile package found a hair inside the liner. Waited for a new liner.